Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a polypectomy procedure performed on may 6, 2022. During the procedure, the snare opened easily, but when attempting to close around the polyp, it did not close initially, and then it snapped shut and cut off the polyp quickly. The procedure was completed but it was not reported what device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.